Event description:
It was reported the patient's scs ipg was inoperable as she had not charged her system in approximately a year and a half. As a result, the patient's scs ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Recall: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.